Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential post-pace t-wave oversensing (twos) exhibited with the right ventricular (rv) lead, which resulted in reduced pacing. The lead remains in use. No patient complications have been reported as a result of this event.